Event description:
It was reported that the physician at this customer site was performing a biopsy exam using autoview layout images to position/guide the needle. He noticed during the procedure that some images had skipped. He continued the exam carefully and completed the biopsy. Serious injury was not reported. The customer reported the concern that because of skipped images, the biopsy needle may have been inserted deeper and may have resulted in pt injury (pneumothorax).